Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that shortly after implant, the device recorded several episodes with artifacts and pauses present. The pauses were determined to be false, and the device remains in use. No patient complications have been reported as a result of this event.